Event description:
I have a starclose se vascular closure in my right groin due to have a cerebral angiogram back in (B)(6) 2020. I wanted to know if there is a possibility that once this is placed for it to move or become unclipped from my femoral artery due to having lots of pain that comes and goes since it was placed. Yesterday on (B)(6) 2023 was the worse of the pain to the point that it made me feel flushed, lightheaded, dizzy and feeling like I was going to pass out. I tried to contact the neurosurgeon that placed it but have not received any calls back. When I mentioned it to other doctors, they told me there is really nothing that they can do. It has been 3 years and this pain does not go away. Sometimes it can get worse with movement or stationary.